Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020. Upon interrogation, the left ventricular (lv) lead capture threshold was high. The device was programmed to right ventricular (rv) only pacing. A chest x-ray was ordered, and the lv lead was still on a good position. The patient presented in clinic again on (B)(6) 2020. Lv vector testing was performed, and the device was reprogrammed to a new vector. The patient was stable throughout and would be monitored.